Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure,\ to treat in-stent restenosis of a cypher drug eluting previously implanted, stent embolization occurred. The lesion was located in the saphenous vein graft (svg). The vessel was 3.50mm in diameter and 90% stenosed. The lesion was predilated with a 2.00x11.0mm balloon at 12atms.a spiderx embolic protection device was deployed. Next, the physician advanced a taxus express2 3.00x28.0mm drug eluting stent (des) to the lesion site but was unable to cross. The stent was pulled back to reposition the stent and the stent dislodged from the balloon and was sent distally. A snare was used to retrieve the stent and all devices were pulled back as far as the sheath but the stent was caught in the groin area. The patient was sent to surgery and the stent, snare and spiderx were removed from the right femoral arterial wall. The intervention was continued and completed by implanting an unspecified bare metal stent. There were no patient complications. The patient was already being treated with warfarin prior to the procedure and additionally was treated with clopidogrel and heparin during the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.